Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with insulin pump and high blood glucose levels. The device hasn't alarmed no delivery and the tubing was kinked. Blood glucose was 496 mg/dl, treated with syringe. Fixed primed was performed and insulin was visible at the end. Customer didn't have a tubing clamp to perform high pressure test. A tubing clamp will be sent to the customer. The insulin pump is not returning the device for analysis.